Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that,the proximal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage with stent struts lifted, pulled distally and bunched, and distal stent damage with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that,the proximal part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported.